Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdqs0162 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdqs0162) have been reported from the same facility in (B)(4).

Event description:
It was reported there was an instance in may of a needle stick injury. No other information was provided.